Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Correction: no causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Device evaluation results: one medfusion 3500 pump was returned for investigation in used condition with a cracked right plunger case. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported problem "invalid syringe size" was found in the event log. Functional and visual testing was unable to duplicate the "invalid syringe size" error. The customer reported product problem was therefore confirmed in the event log but how intermittent the error was unable to be determined since the event was unable to be duplicated during investigation. The pump "read" the calibration slugs within the required specs. The whole barrel clamp assembly was replaced on the pump as a preventative measure and all preventative maintenance was performed. The pump subsequently passed all functional testing.

Event description:
It was reported that a smiths medical pump alarmed "invalid syringe size" and the pump also exhibited a bent plunger tube.